Event description:
The patient had a csf (cerebrospinal fluid) leak. The patient¿s symptoms were noted to be ¿dressing saturated and could see clear fluid coming from incision¿. On (B)(6) 2014, upon physical exam, the posterior incision was dry with no underlying fluid. The patient was given a prescription of diamox and ¿ordered to flat bedrest for almost 72 hours¿. The severity of the event was noted to be ¿mild¿. The event resulted in in-patient hospitalization or prolonged hospitalization. The event was related to the implant procedure and not related to the device or therapy. The outcome of the event was reported as ¿resolved without sequelae¿ with a resolved date of (B)(6) 2014. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).